Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported by the sales rep that during a lap cholecystectomy procedure, the device was unable to maintain pnumo. Another device was used to complete the procedure. There was no adverse consequence to the patient. One device will be returned.